Manufacturer narrative:
Analysis of implantable neurostimulator ins serial number (B)(4) revealed the battery was functioning okay with no significant anomalies. Implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received . Analysis of the implantable lead: product ID: 3889-28, lot# va1nkxe, determined the telemetry was acceptable. Implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1nkxe, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead, UDI: (B)(4), ubd: (B)(4) 2022. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) regarding the patient who was undergoing an implant procedure. Both the lead and ins were implanted before impedances were tested before closure of skin. Greater than 4000 impedances were found on 5-7 pair combinations. Since this was found shortly after implanted and before closure the doctor removed ins and lead and used new products. The rep was unaware of any damage sustained during the implant procedure. It had been reported that high impedance was reported on several pairs/combinations during implant on both the ins and the lead so both products were swapped out. The replacement device was programmed well at low thresholds and patient was feeling normal stimulation in the pelvic floor after the new items were implanted. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor it was reported that high impedance was reported on several pairs/combinations during implant on both the ins and the lead. No symptoms were reported and no further complications were noted or anticipated